Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a heavily calcified chronic total occlusion (cto) in the left anterior descending artery (lad). When attempting to cross the lesion with an asahi confianza pro guide wire, the guide wire became stuck in the lesion. When attempting to remove the stuck guide wire, resistance was felt and the guide wire was not able to be removed. An asahi miracle guide wire was then advanced to release the stuck confianza pro guide wire for 2 hours, but was also unsuccessful. Considering that it was not good to prolong the procedure further, a non-asahi cutting balloon was then used to cut the guide wire and the procedure was then terminated. There was no impact to the patient due to this event and the patient was discharged after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749 the reported confianza pro guide wire was returned for evaluation. Originating from the proximal solder (set at 200mm from the tip for the purpose of fixing the coil onto the core), the coil was found elongated for approximately 500mm and then fractured. The core was exposed for approximately 200mm distal to the proximal solder. The shaft of the guide wire was found bent with helical deformation. Microscopic observation revealed that the fracture end of the coil was necked due to tensile stress. The distal end of the exposed core showed a trace of soldering and had a cut surface that was made during manufacturing process. The length of the core was consistent as the product's specification. These findings suggested that the core remained in one piece. Measurement of the returned guide wire suggested that approximately 110mm of the coil with the ball tip was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and the above investigation outcome, it was presumed that tensile stress generated with removal had contributed to the observed coil fracture. The applied stress would exceed the product design limit when the tip was being caught by the heavily calcified cto, making the coil elongate to fracture. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] ~ removal difficulty of guide wire ~ separation of the guide wire.